Manufacturer narrative:
This report is submitted on july 27, 2021.

Event description:
Per the clinic, the patient experienced an infection at the implant site, and was treated with topical antibiotics. The device was explanted on (B)(6) 2021. Reimplantation is planned but has not yet taken place at the time of this report.